Event description:
It was reported that "dr was attempting to put trial in and the trial broke. She was impacting the trial with the impactor and mallet."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.